Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown.

Event description:
It was reported that the bd¿ clear counterbalanced door, 5.4 qt experienced the lids missing. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer.

Manufacturer narrative:
H6: investigation summary: 17 samples received by the customer and investigation performed , samples received without the lids and complaints could be verified . Photos representation provided to the supplier as evidence. According to the DHR review, during the manufacturing process no issues were reported for missing lids for the lot number reported under this complaint. A review of the ncmr¿s was performed; the results exhibit no issues reported for the same part number and issue throughout the last twelve months. Based on the pictures and information provided from the samples received in vh location, it can be mentioned the following: products arrived without their lids. Lot number 2104950 was manufactured by flex on april 14, 2022. Products are not in their original box and packaging configuration. According with this investigation, the variables that could generate this failure mode such as handling, transportation, storage or partial sales from distributor are unknown. Additional information is required to discard that issue was generated by distributor, since partial sells and controls to handle remaining material are unknown, therefore, the likelihood of sending boxes with incorrect quantity exist. In addition, the current manufacturing controls were reviewed, and confirmed the capability to detect this type of issue (missing lids). As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue.

Event description:
It was reported that the bd¿ clear counterbalanced door, 5.4 qt experienced the lids missing. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer.